Event description:
The device lcd screen would not work. The customer was attempting to biopsy two sites. One site was completed and the second site procedure was postponed to the next day. No other pt consequence was reported. The device was returned for service and repair.

Manufacturer narrative:
H3: evaluation summary: the analysis site found that the uniboard caused the lcd to not display. The site replaced the uniboard to correct the customer complaint. The control module was serviced, then functionally tested, and was found to operate properly.